Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated: "during a procedure, they had a hex driver tip break. He indicated that the pt had hard bone and used a 6.0 tap for a 6.5 x 45 mm screw. No adverse event or harm to report to the pt."